Event description:
Healthcare professional reported approximately 2 months after injection with 2 syringes of juvederm voluma xc in the"sides of the eyes," the pt experienced "nodularity" and "puss" around injection areas for both sides. Healthcare professional additionally reported a "questionable infection" for the right side injection area. When pt was first monitored, the healthcare professional observed a very marked abscess formation. Pt has been provided keflex, given via "IV" and a "medrol dose pack." The left side area was "drained." The "puss was sent off, but nothing came back, the puss was pure." The pt received a full bottle of hyaluronidase and during follow up physician noted 100% improvement, and injected another 1/2 bottle of hyaluronidase. The symptoms are ongoing.

Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No additional info is available at this time. The events of nodularity, drainage, abscess, and questionable infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.